Manufacturer narrative:
This report is submitted on july 20, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022, due to intermittent function of the device. The patient was reimplanted with a new cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report is attached. This report is submitted on (B)(6), 2023.